Manufacturer narrative:
It was clarified that no surgery was taken to resolve the reported event. Therefore, there was no intervention required with regards to the outcome attributed to this event. H1: it was clarified that no surgery was taken to resolve the reported event. Therefore, this event no longer meets the definition of a serious injury. However, this event remains reportable for malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was clarified that no surgery was taken to resolve the reported event. The device remained in the patient.

Manufacturer narrative:
Continuation of d11: product ID 8731sc lot# 0210088126 serial# implanted: 2017-(B)(6) explanted: product type catheter *neu_unknown_cath no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported surgical interventions taken to resolve the event included ¿neurosurgery¿. The product did not have contact with a patient with any infectious diseases. The patient¿s weight was unknown as the patient was in bed. The patient¿s diagnosis was ¿brain tumor complication¿.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 1000 mcg/ml at 200 mcg/day. The indication for use was not reported. It was reported the patient experienced high tension. Pump failure/non-function was suspected. It was unknown if any environmental, external or patient factors might have led or contributed to the event. An 8540 catheter access port (cap) kit was used to pull back the drug, but no liquid was observed [even cerebrospinal fluid (csf)]. On (B)(6) 2018, the hcp tried a 50 mcg single bolus, but there was no improvement after four hours. The hcp was going to try a 75 mcg single bolus next week. The device status was ¿implanted ¿ out of service¿. The issue had not resolved. However, the patient's status was alive - no injury. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. It was unknown if the product had contact with a patient with any infectious diseases. The implant date of the device was unknown. The patient¿s age was unknown. The patient¿s medical history included epilepsy caused by a tumor and undergoing stem cell therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the testing (pull back using cap and 50 mcg single bolus), the hcp did not find any problem of the pump. After changing the drug dose, the patient felt better and was discharged.